Event description:
It was reported that the patient had a poor wound healing and infection at the lower incision site, exact location was unknown. The infection was not device nor procedure related. The patient was placed on antibiotics and was reportedly doing well. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: artisan lead 50 cm: upn: m365sc8216500; model: sc-8216-50; serial: (B)(6); batch: 7076038.